Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient attempted to re-prime while connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) attempted to re-prime while connected during peritoneal dialysis therapy. The technical services representative assisted the hp in disconnecting and advised them to start over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.